Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens iol) implant procedure, the cartridge split while inserting into the eye. The iol was replaced with another lens during the initial procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company device and the qualified associated lens were returned inside the opened lens carton. Insufficient viscoelastic was observed in the cartridge. Heavy stress lines were observed at the tip. A posterior aneurysm was observed at the end of the tip. This was most likely interpreted as the reported complaint. The cartridge was not split. The cartridge has evidence of being placed into a device. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was folded onto the anterior optic surface. The other haptic was broken in the gusset area (returned and broken in the distal area). The broken distal haptic portion was not returned. The cartridge was cleaned for further evaluation. Top coat dye stain test was conducted with acceptable results. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. The cartridge tip was not split; however the cartridge tip has heavy stress and a posterior aneurysm. The appearance of the heavy stress and aneurysm was most likely interpreted as the reported complaint. The root cause was determined to be most likely related to a failure to follow the IFU. An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Top coat dye stain test was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).